Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the thunderbeat surgical instrument's ultrasonic knife head connection point fracture and the knife became partially detached. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.